Event description:
Boston scientific received information that noise was noted on the right ventricular (rv) lead that was oversensed resulting in more than two seconds of pacing inhibition. A device replacement procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.